Manufacturer narrative:
(B)(4). No sample is expected to be returned for evaluation.

Event description:
It was reported that during use in surgical ic, the catheter "broke." As a result, the catheter was removed and a new kit was opened and used without issue. There is no reported delay, death, or complications to the patient as a result of this occurrence.